Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 457mg/dl with extreme thirst associated with an inaccurate delivery issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued insulin pump therapy. The reporter noted that the patient was on the following medications which may have contributed to the alleged bg excursion: levothyrine, lexapro, and voltarin. During troubleshooting, the reporter noted that the basal history did not match the active basal program. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 8/25/2016 device evaluation: the device has been returned and evaluated by product analysis on 8/02/2016 with the following findings: a review of the pump¿s black box and alarm history indicated that the pump did not start functioning on (B)(6) 2016 until 3:56 pm; this would account for the full programmed amount of insulin not being delivered on that date. The pump was returned with the following basal program settings: 0.50 units/hour at 5:00 am, 0.60 units/hour at 8:00 am, 0.70 units/hour at 2:00 pm, 0.675 units/hour at 6:00 pm and 0.60 units/hour at 9:00 pm, with a total of 14.875 units/day. A review of the pump¿s basal change history on (B)(6) 2016 did not match the basal program 1, with the basal program changing to 0.65 units/hour at 4:05 pm when program 1 indicated that the basal delivery should be 0.70 units/hour at that time. The pump was placed on a basal program of 1 unit/hour for 24 hours during the investigation and the pump history indicated that the total daily dose (tdd) was recorded accurately. The pump passed delivery accuracy testing and was found to be delivering within required specifications. (B)(4).